Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that there was a power issue with the external pulse generator (epg). The power cable plug was bent and was difficult to plug into a wall socket. The battery was discharged. The power cable was replaced and the battery then charged with no issue. The programmer was left on throughout the day with no power off issues noted. The software was reloaded and updated. The device then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a programmer shuts itself off after being turned on after a few seconds and will not remain on. The device returned for servicing. There was no patient involvement.